Event description:
The reporter indicated that a 12.6mm vicm512.6 implantable collamer lens of -4.5 diopter was implanted into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023, elevated iop without pupil block was observed. On (B)(6) 2023, the lens was removed. Reportedly, "left eye anterior chamber still has dence ac cells and inv pigments despite frequent tomzal steriod." Cause of the event is unknown.

Manufacturer narrative:
A4-a6:unk. H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).